Event description:
It was reported that the device triggered elective replacement indicator (eri), and ultimately reached end of service (eos). The physician questioned the longevity of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6935 implantable tachy lead, implanted: (B)(6) 2010. A 5076 implantable pacing lead. Implanted:(B)(6) 2010. A 4194 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.